Event description:
Date of event is unknown. In 2008, boston scientific corp. Was informed that during a procedure, two clips would not deploy. They would not come out of the sheath. The physician completed the case with another of the same device without any pt complications. Pt is "fine". This is the first of two devices, please refer to MFR#: 3005099803-2008-07374.

Manufacturer narrative:
Although the suspect device has been received for eval, the analysis has not been completed; the cause of the reported malfunction has not been determined.